Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 ((B)(4)), smartablate generator: (B)(4), smartablate pump: (B)(4), smartablate remote: (B)(4), cs (d135303, (B)(4)), mobicath sheath: (d140010, (B)(4)). (B)(4). Methods: no testing methods performed. (B)(4). Results: no results available since no evaluation performed. (B)(4). Conclusion codes: device discarded by user, unable to follow-up. (B)(4).

Event description:
It was reported that during an afib case, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was noticed right after transseptal puncture using sl1 and brk followed by insertion of smarttouch catheter. Pericardiocentesis was provided to remove 300cc of fluid. The patient was in stable condition. The physician believed that the cause of the event is procedure related (transseptal maneuver). Suspected device is sl1 sheath and brk needle (st jude medical), however, bwi takes conservative approach to report this event as smarttouch catheter was inserted into patient's body.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 11/03/15. The analysis has begun but is not completed at this time.

Manufacturer narrative:
(B)(4) it was reported that one patient underwent an afib ablation and suffered cardiac tamponade which was treated with pericardiocentesis. 300cc of fluid was removed. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and pass. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.